Event description:
An implantable pulse generator (ipg) system was returned from an unknown source with no information. Information identified in the manufacture database indicated the patient died approximately two months post implant of the ipg system. A cause of death is not known.

Manufacturer narrative:
Product event summary: product ID# (B)(4). The lead was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The devices associated with this adverse outcome were returned and the patient was identified as being deceased. At this time, no additional information is available. However, if additional information is subsequently received it would be processed and considered accordingly. Product ID addr01, implanted: (B)(6) 2012; product ID 407652, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.